Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. However, this type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section. If additional info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a laparoscopic vaginal hysterectomy procedure, the device displayed a probe damage error message and as a result, the device was withdrawn from the pt and replaced with a different but a similar device. It was reported that after the procedure, the use noted that the teflon pad was completely missing from the grasping section. It is unk at this time if any device fragment had fallen inside the pt. The intended procedure was completed with another similar device. There was no pt injury reported.